Manufacturer narrative:
All buttons were found to be functioning properly. However, corroded keypad traces were found. The pump passed the unexpected restart test. There was no unexpected restart alarms noted. The pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The pump was received with cracked reservoir tube lip, cracked reservoir tube, and cracked case near the display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error and unexpected restart alarm on their insulin pump. The customer's blood glucose at the time was over 500mg/dl. The customer treated high levels with manual injection. The customer states buttons are unresponsive, and has received unexpected restart alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.